Event description:
It was reported that a system error 2240 (air in set) alarm occurred on a homechoice device during use. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative explained the alarm to the patient and helped the patient to clear the alarm. It was reported patient completed therapy manually. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  Should additional relevant information become available, a supplemental report will be submitted.